Event description:
A physician reported a pt who was originally skin tested on the glabella on 3 oct 1997 with negative results. On 21 nov 1997, the pt rec'd her first treatment with two formulations of collagen in the nasolabial folds and in the tranverse forehead lines. The physician stated that the pt had some initial beading in the collagen treated forehead lines. The pt stated that this seemed to be decreasing by jan 1998. In mid jan 1998, exact date not known, the pt resumed application of topical retin-a cream on her face. (She had discontinued the use of retin-a about 2 weeks prior to her 21 nov 1997 treatments per the physician). Within a few days after resuming the retin-a, the pt stated the treated forehead lines became red, firm and inflamed; and boubled in size in about three weeks. The pt was examined by the physician on 24 feb 1998, who noted that the three treated tranverse forehead lines were indurated and inflamed. The physician believed the pt had developed a delayed hypersensitivity to collagen, and prescribed a medrol dosepak and topical cortisone cream on 24 feb 1998.